Event description:
It was reported that during advancement of the subject coil within the microcatheter, the subject main coil got prematurely detached in the shaft. Attempt was made to push the subject main coil out with the subject coil delivery wire; however, the subject main coil did not move. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during advancement of the subject coil within the microcatheter, the subject main coil got prematurely detached in the shaft. Attempt was made to push the subject main coil out with the subject coil delivery wire; however, the subject main coil did not move. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil was detached inside the microcatheter while advancing and the coil was removed from the patient, together with the microcatheter. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.